Event description:
It was reported that "two weeks ago" while using the device, it was noticed that a small plastic particle tell off the device and into the wound. The particle was retrieved. The device functioned as designed, but another clean/new device was used to complete the procedure. There was no patient injury. Additional information was requested, but no additional information was received. A supplemental report will be sent if additional information becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. A small bluish plastic particle was sent back with the device. The device was examined and no broken pieces on the device were found. The device passed all mechanical and electrical testing. The plastic particle was then tested and was shown to be of a different material than similarly colored parts of the device model. No lot number was provided, so the device history record could not be reviewed.